Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an underinfusion. The infusion had taken 5 hours to infuse instead of the expected 2.5 hours. The pump was filled with ceftazidime 4500mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.